Event description:
The user facility reported a 69-year-old male was implanted with an impella 5.5 as a bridge to left ventricular assist device (lvad). On day 42 of support the automated impella controller (aic) displayed repeat red/controller alarms. The aic was successfully replaced and there was no patient harm reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. The failure modes were not reproduced by running the pump; however, the optical bench failure at the beginning of the failures was able to be reproduced. The cause of the optical bench communication loss was defective software. The cause of the unexpected reboot was the audio processes failing.